Event description:
Dealer advised left hand brake is bent up out of box from order (B)(4). Dealer advised no damage to the box.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.